Event description:
It was reported that the patient experienced urinary retention with an artificial urinary sphincter (aus). A revision surgery was performed in which the cuff of an artificial urinary sphincter (aus) was replaced for a longer one. The coaption was confirmed via cytoscope. There were no suspicions for erosion or infection, and the patient was reported to not be experiencing any further complications. No more information available at the moment. Should additional information become available, it will be provided.